Event description:
New information received notes that device was explanted and replaced on 15 oct 2020. Patient was stable after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a follow-up in-clinic with their pacemaker exhibiting 7.9 months of battery life remaining. However, during a routine check on (B)(6) 2020, the device had an estimated time of 2 years battery left. Physician is unsure if the device had an incorrect battery life measurement or if it was actual premature depletion of battery. Device replacement was discussed with a healthcare provider and patient will continue to be monitored. Patient had no consequences as a result of this event.